Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular led exhibited noise. No intervention was performed. The patient was in stable condition and would continue to be monitored.